Event description:
It was reported that a patient underwent an emergency room procedure on (B)(6) 2025 and barbed suture was used. During the procedure, the patient underwent surgery due to aortic dissection (stanford type a). During the surgery, the suture broke for no reason and also broke when the knot was tied. In order to ensure the smooth surgery, new suture had to be replaced for suture. This incident not only prolonged the operation time to a certain extent, but also increased the use of surgical consumables, which in turn increased the patient's medical expenses. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - were there patient consequences? If yes, please specify. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.